Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Blood was present within the dialysate side of the dialyzer on the circumference of the fiber bundle. Gross visual examination of the device noted an end of a broken fiber at the cavity ID end of the dialyzer at approximately 330 degrees (with the dialysate ports at 0 degrees). There was no other damage or irregularities; specifically, no kinked, looped, or loose fiber fragments on the circumference of the fiber bundle. The dialyzer was subjected to a laboratory bubble point test; a leak, observed as a steady flow of bubbles, was identified on the cavity ID end (within the location of the broken fiber). The dialyzer was then subjected to destructive disassembly for further visual analysis. The broken fiber was confirmed; however, the opposing end of the broken fiber could not be isolated (if existent). The exposed end of the broken fiber on the dialysate side extended past the bell housing. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath isolated the leak to the location of the broken fiber. In addition, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the cavity ID end bell housing. As such, the reported complaint of internal blood leak was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the dialysate compartment of the dialyzer. Blood test strips were used and positively confirmed the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being approximately 250cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.